Manufacturer narrative:
The reported event of a fractured leaflet during valve rotation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined, but it is noted that a non-abbott holder handle was used for valve rotation when the leaflet fractured. Per IFU, only supplied or listed holder handles in the IFU should be used with this device. Use of other instruments could result in structural damage.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. The patient developed aortic insufficiency due to calcification and on (B)(6) 2018, the valve was explanted. The user attempted to implant a 21mm regent aortic valve, however an attempt to rotate the valve with the abbott handle holder was used, but not successful. The surgeon then elected to rotate the valve a second time with a non-abbott on-x valve holder which resulted in a fractured leaflet. All pieces of the leaflet were retrieved and the physician elected to complete the procedure with a 21mm trifecta valve. During the operation, the mitral valve was also replaced with a 33mm epic valve. The procedure was approximately extended by 45 minutes due to rotation difficulties. The patient was hemodynamically stable throughout the procedure. The patient tolerated the procedure well and is recovering. The patient was reported to have end stage renal disease.